Event description:
It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and required a reintervention. The target lesion was located in the mid right coronary artery with 75% stenosis and was 20mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted with cardiac angina. Target vessel revascularization was performed. The outcome of the event was not reported.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in the index procedure a non- target lesion was located in the ramus with 90% proximal stenosis. Revascularization revealed a 70% instent restenosis of the previously placed study stent located in the mid rca was treated with a 3.0 x 32mm ion monorail drug eluting stent at the proximal region and another 3.0 x16mm ion monorail drug eluting stent was deployed distally in an overlapping fashion. Additionally the non-target lesion located in the ramus was treated with 2.25 x 12 mm taxus drug eluting stent. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).